Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging nose irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), reduced cardiopulmonary reserve. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received and box h11 should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging nose irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), reduced cardiopulmonary reserve. No medical intervention was specified. During the investigation an unknown contaminate was observed on the top enclosure/ui panel, on the right panel, and on the bottom enclosure. Potential dried liquid spots were observed in the iso port, on the pca and blower housing. An unknown contaminate was observed on the bottom of the ramp button and on the pca underneath. Dust-like contamination was observed in the air inlet, on the bottom of the blower housing and on the sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. (Ds6hflg).an unknown contaminate was observed on along the top housing, on the left panel, on top of the water tank and in the bottom enclosure/lower base. An unknown brownish contamination was observed throughout the interior of the bottom enclosure and on the dry box. A large potential dried liquid spot was observed in the lower base. Potential hair-like particles were observed in the dry box and in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 15 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Evaluation method code, evaluation results code and conclusion code grid has been updated.